Event description:
Updated information was received and it was reported that the patient had 5.0 x 10 mm implant explanted and the osteotomy site was regrafted and sutured with membrane.

Manufacturer narrative:
The customer reported that the lot number is unavailable; however, the device is available for return and once received an analysis will be performed. A supplemental report will be provided at the conclusion of our investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It is unclear if the device will be available for return; therefore, additional information has been requested. Should the device become available an analysis will be conducted and a supplemetal report will be submitted at the conclusion of the investigation. Device identifiers were not provided; however, they have been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a hahn guided mount adhered "stuck" to the implant and they had to abort the case. The mount cannot be removed from the implant. No other issues were reported.

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results. Due to the lack of a lot number, manufacturing and quality records could not be specifically reviewed. No general issues have been identified in production or quality records for this product line during the relevant time frame. Stock product reviewed results. Stock product review was not performed as the lot number was not provided or could not be determined. Investigation methods/results. The subject product will not be returned for evaluation. Due to the absence of a reported lot number, a device history record review could not be conducted. Root cause description. Based on the available information, the root cause could not be determined. The complaint will continue to be monitored for similar reports. Manufacturer reference: (B)(4).